Event description:
On (B)(6) 2013 it was indicated to animas that the keypad buttons may not be working. The reporter mentioned ¿taping over the button pad with electrical tape¿. Additional information was not provided, and troubleshooting could not be completed. It is unclear at this time if there was a button responsiveness issue and/or keypad damage. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.